Event description:
A consumer reported that they had a jabbing pain feeling on the implantable neurostimulator (ins) area for the last 2-3 hours. On (B)(6) 2016, the patient had fallen down 3-4 stairs. The ins was checked with the patient programmer at the time of this report and the ins was on and okay. The last time the patient met with their health care provider (hcp), the hcp had changed the ins settings. The patient was going to follow up with their hcp. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.